Manufacturer narrative:
The root cause category was non-assignable (complaint not confirmed). Consumer alleged burn from wrap. The cause of the alleged burn was inconclusive since review of records did not provide evidence to support defective product. The product effect might vary with each individual. The plant had reviewed all investigations associated with this batch from a manufacturing and technical perspective and all investigations were approved prior to batch release. Our manufacturing operations employed quality control procedures which included statistical sampling, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date.

Event description:
Case description: this is a spontaneous report from a contactable consumer. A female patient of unspecified age and ethnicity started to use thermacare heatwrap (thermacare lower back & hip) (device lot number: m61544) from an unspecified date for backache. The patient's medical history and concomitant medications were not reported. On an unspecified date in (B)(6) 2016 (reported as the week prior to this report), the patient used a thermacare heatwrap for 8 hours and it had heated up as usual. However, the following day the patient had a reaction to the wrap reporting that her back was red, burnt and blistered. The patient went to see her doctor and was prescribed an unspecified cream. Action taken with thermacare heatwrap was unknown. Therapeutic measures taken included an unspecified cream. Clinical outcome of the events was not reported. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category was non-assignable (complaint not confirmed). Consumer alleged burn from wrap. The cause of the alleged burn was inconclusive since review of records did not provide evidence to support defective product. The product effect might vary with each individual. The plant had reviewed all investigations associated with this batch from a manufacturing and technical perspective and all investigations were approved prior to batch release. Our manufacturing operations employed quality control procedures which included statistical sampling, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Additional information has been requested and will be provided as it becomes available. Follow-up (06may2016): new information received from a contactable consumer includes: clarification received from consumer providing suspect product lot number. Follow-up (12may2016): new information received from product quality complaints (pqc) group included: product quality investigation results. Company clinical evaluation comment based on the information provided, the events burnt red and blister as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets final 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events burnt red and blister as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets final 10-day EU and 30-day FDA reportability. Continued: evaluation summary: the root cause category was non-assignable (complaint not confirmed). Consumer alleged burn from wrap. The cause of the alleged burn was inconclusive since review of records did not provide evidence to support defective product. The product effect might vary with each individual. The plant had reviewed all investigations associated with this batch from a manufacturing and technical perspective and all investigations were approved prior to batch release. Our manufacturing operations employed quality control procedures which included statistical sampling, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date.

Event description:
Burnt, red [thermal burn]. Blistered [blister]. Case description: this is a spontaneous report from a contactable consumer. A female patient of unspecified age and ethnicity started to use thermacare heatwrap (thermacare lower back & hip) from an unspecified date for backache. The patient's medical history and concomitant medications were not reported. On an unspecified date in (B)(6) 2016 (reported as the week prior to this report), the patient used a thermacare heatwrap for 8 hours and it had heated up as usual. However, the following day the patient had a reaction to the wrap reporting that her back was red, burnt and blistered. The patient went to see her doctor and was prescribed an unspecified cream. Action taken with thermacare heatwrap was unknown. Clinical outcome of the events was not reported. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the events burnt red and blister as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial (B)(6) and 30-day FDA reportability. Case comment: based on the information provided, the events burnt red and blister as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial (B)(6) and 30-day FDA reportability.

Event description:
Case description: this is a spontaneous report from a contactable consumer. A female patient of unspecified age and ethnicity started to use thermacare heatwrap (thermacare lower back & hip) (device lot number: m61544) from an unspecified date for backache. The patient's medical history and concomitant medications were not reported. On an unspecified date in (B)(6) 2016 (reported as the week prior to this report), the patient used a thermacare heatwrap for 8 hours and it had heated up as usual. However, the following day the patient had a reaction to the wrap reporting that her back was red, burnt and blistered. The patient went to see her doctor and was prescribed an unspecified cream. Action taken with thermacare heatwrap was unknown. Clinical outcome of the events was not reported. Additional information has been requested and will be provided as it becomes available. Follow-up (06may2016): new information received from a contactable consumer includes: clarification received from consumer providing suspect product lot number. Company clinical evaluation comment based on the information provided, the events burnt red and blister as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets follow up (B)(6) and 30-day FDA reportability. Case comment: based on the information provided, the events burnt red and blister as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets follow up (B)(6) and 30-day FDA reportability.